Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 30 mg/dl to 40 mg/dl. The customer had a high blood glucose of 249 mg/dl and he did a bolus for 1.2 units but went too low to 30 mg/dl to 40 mg/dl. His target was to get a bolus of 1.6 and then result with a blood glucose of 140 mg/dl to 80 mg/dl. The product was not returned for analysis.